Event description:
It was reported that the patient's daughter called stating that her mother's pump was alarming no disposable. The daughter was instructed to press stop/start to silence the alarm, to review the pump settings and to restart the pump. The screen read run. The caller verbalized understanding and no further needs at this time. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.